Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: ventilator power on self check, sensor failure alarm during testing. Suspended use, manufacturer has been notified to come for testing. No patient involvement.